Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The unit was rebooted and issue resolved. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported the unit had an error that results in a system required restart, resulting on a loss of mechanical ventilation. There was no report of patient involvement.